Event description:
Patient was revised to address dislocation of constrained liner (ring came loose many years ago), metalosis due to impingement, edge-loading, poly wear, osteolysis. These issues are attributed to cup positioning (not enough anteversion in cup).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.